Manufacturer narrative:
Continued e1: postal code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "may have a rupture on the MRI". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Un-reporting since duplicate.